Manufacturer narrative:
The meter serial number was (B)(6). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The patient has antiphospholipid syndrome. Per product labeling: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." Section e3: occupation is patient/consumer h3 other text : na.

Event description:
It was alleged that a patient received a questionable result when testing with a coaguchek in range meter. A sample from the patient was tested in the laboratory using the stago method, resulting in a value of 2.5 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 3.5 inr. The patient's therapeutic range is 2 - 3 inr.